Event description:
Customer reports an issue with unstable ise errors and discrepant sodium results beginning the prior evening. She stated two plasma pt samples gave erroneous sodium results. Samples were centrifuged for 5 minutes at 5000 rpms. Original sodium result 114 mmol per l, repeated on another integra 800 gave 131 mmol per l. Initial result was not reported. The field service representative determined erratic flow through the mix tower was the cause and he replaced the mix tower and ise tubing. He set ise wash time and ran calibration and controls to verify analyzer operation.

Event description:
Customer reports an issue with unstable ise errors and discrepant sodium results beginning the prior evening. She stated two plasma pt samples gave erroneous sodium results. Samples were centrifuged for 5 minutes at 5000 rpms. Original sodium result 114 mmol per l, repeated on another integra 800 gave 132 mmol per l. Initial result was not reported. The field service representative determined erratic flow through the mix tower was the cause and he replaced the mix tower and ise tubing. He set ise wash time and ran calibration and controls to verify analyzer operation.